Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 07-26-2024.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown diagnostic surgery, a screw fell off the biopsy forceps and into the patient's body. The screw was retrieved, and the procedure was completed with the same device. There were no reports of patient harm.